Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. . Per dfu-0087-eo rev 3 - g precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/4/2025, a sales representative reported via email that during a procedure involving the ar-1926bcsp 3.5mm pushlock anchor, an issue occurred. The surgical team had pre-punched the lateral row using a 3.5mm pushlock awl and proceeded to insert the ar-1926bcsp anchor. During insertion, the eyelet broke, rendering the anchor unusable. The surgeon opted not to attempt placement with another ar-1926bcsp and instead used two ar-2325pslc peek swivelock anchors from shelf stock to complete the case. The incident added approximately 2 minutes to the procedure. No additional anesthesia was required. The cuffmend procedure, performed on (B)(6) 2025, was successfully completed.